Event description:
Reported by the complainant as follows... A few days ago a disturbing incident happened whereby the ICU team noticed a problem with pt who was on the respirator due to the saturation assessments which were extremely low. The head nurse said that at a certain point, the doctor checked the ett within the throat and realized that it had twisted itself and that a new intubation procedure had to be performed. A few days later, a similar event occurred whereby the ett twisted. Right afterwards the pt's condition began to deteriorate. The pt passed away a short while after the occurrence.

Manufacturer narrative:
(B) (4)